Event description:
The customer reported unresponsive buttons and a frozen screen. The customer changed the battery and got a bolus stopped alert, but she was unable to clear it due to the unresponsive buttons. Troubleshooting was performed, but the issues were not resolved. The screen remained frozen and the time on the screen was not advancing. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.